Event description:
At the end of the implantation procedure, the surgeon found a csf leak from the delta chamber of the valve. The product was changed and the operation was finished safely.

Manufacturer narrative:
(B) (4). The valve was patent, but it did not pass leak testing due to a small tear in the top of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.